Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that with solitaire 4-40 and the corresponding phenom 21, the thrombus was collected in 2 passes and tri ed to go in the third pass. When an attempt was made to pull out the solitaire from the phenom 21 in preparation, it could not be pulled out; when it was pulled strongly, the phenom 21 was stuck to the stent and torn off. The breakage occurred during the preparation stage, so there was no effect on the patient. It was reported catheter rupture occurred. The product box was not damaged. There were no traces of the product being opened prior to use. There was no resistance during injection. The breakage point was the distal shaft. There was excessive load applied to the catheter during delivery or removal. There was no vasospasm. There was no stuck inside the guide catheter. The device was prepared as indicated in the package insert. The catheter was flushed as indicated in the instructions for use. Ancillary devices include a solitaire 4-40.

Manufacturer narrative:
Product analysis #297817586:¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ drawing(s) referenced: dwgsfg13xxx-yyyy-zz rev. F ¿ as found condition: the solitaire x revascularization device and phenom 21 catheter returned within a shipping box and an opened phenom 21 outer carton (226576374). ¿ damage location details: no damages were found with the phenom 21 catheter hub. The phenom 21 catheter was found to have separated at ~154.3cm from the proximal end of the catheter hub (~147.8cm from the distal end of strain relief). When compared to the product drawing, ~12.0cm of the distal end of the phenom 21 catheter was found to have separated. The tubing material at the separated end exhibited with plastic deformation (jagged edges). The distal separated segment of the phenom 21 catheter was found stuck on the solitaire x pusher. The distal separated segment of the phenom 21 catheter was found flattened and accordioned. No bends or kinks were found with the solitaire x pusher. The solitaire x marker coil was found pulled back from the stent¿s proximal marker. The stent was found still attached to the pusher. The stent¿s non-working and working length struts were found to be in good condition. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during retrieval¿ and ¿catheter separation/break¿ reports were confirmed. Damage to the phenom 21 catheter (accordioned/separation/flattening) can occur if the solitaire x revascularization device is advanced/retrieved against resistance, patient vessel tortuosity, or the user applies excessive force. Resistance can be caused using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining continuous flush. The phenom 21 catheter is compatible for use with the solitaire x revascularization device. Information regarding patient vessel tortuosity or if a continuous flush was used was not reported. It is likely the damage found with the phenom 21 catheter (flattening) contributed to the resistance during retrieval. However, the cause of the catheter flattening could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the break occurred at the flexible length part at the tip. No damage was observed visually on the solitaire.